Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 30, alarm 05) occurred during the load sequence. Additionally, it was reported that the cartridge was leaking. Customer's blood glucose level ranged between 283-384 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.